Event description:
It was reported the patient presented in the hospital emergency room after receiving multiple high voltage therapies due to lead dislodgement. The lead was repositioned; all lead measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.